Manufacturer narrative:
G4: 25sep2020. B4: 28sep2020. Information was received that the unit was not returned to use as the issue continued with the ventilator. The customer reported that the battery had failed, but after swapping the battery with another one, the issue continued. The battery was tested and had no issues. The customer replaced the ventilator display, and the issue was still not addressed. The customer believes the issue is with the power management (pm)board and is awaiting repair. As the pm board was swapped out with another one, and it addressed the issue. Information was received that the reported issue occurred during setup, and there was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02oct2020 b4: (B)(6) 2020. The service engineer (se) inspected the device and replaced the power management board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
It was reported that the ventilator would turn on and off by itself. There was no patient involvement. The customer troubleshot with technical support and duplicated the issue by just alternating current (ac) and just battery power. The customer was advised to swap the power management (pm) board with another unit to verify if it is the cause. The customer reported that replacing the central processing unit (cpu) addressed the reported issue and the unit was returned to use.